Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter (including thrombus) abdominal aortic aneurysm. The aortic neck was 23 mm in diameter with a length of 22.6 mm. Mild anterior - posterior angulation. Tortuous common iliac arteries, small distal aorta. It was reported that the final angiogram post deployment showed a type ia endoleak. It was determined the bifurcated stent graft was deployed based on the ostium of the right renal artery. The right renal came off anterior and the ostium was not clearly visualized, the left renal was the target renal. The bifurcated stent graft was deployed approximately 8 mm distal to target renal. A 32/32 endurant cuff was placed at the level of the left renal and gained about 7mm of seal proximal to bifurcated device. Balloon angioplasty was performed. The type I endoleak was successfully resolved. Final angio showed very late filling of the aneurysm sac was noted due to a possible type ii endoleak that was discussed. Physicians decided the result was adequate and to monitor the patient. No additional clinical sequelae were reported and the patient is fine.